Event description:
It was reported that a patient was not able to adjust stimulation. It was reported that the display showed a "call your doctor" icon and there was an oor (out of regulation) condition. It was state that for the last few days the patient has been getting the oor message when turning on stimulation. It was noted that the patient was eventually able to clear the message and get stimulation again. It was stated that the patient's spinal cord stimulation (scs) has been acting "a little funny". It was indicated that he had to "shake and twist" to get into the right position to get stimulation and when he got it he had to hold still or he would lose it again. It was noted that he had to "stick his belly out" as well. It was stated that the patient didn't recall anything recently that might have caused it, although he stated he was "jumped" a couple of months ago, and had to go to the hospital and had bleeding on his back. It was mentioned that the patient had (B)(6) and used fentanyl patches. Additional information received reported that the patient was getting the oor message more frequently. It was stated that he has not yet seen his healthcare professional (hcp) about it. Additional information received reported that the patient had loss of therapeutic effect. It was reported that the patient fell "in the last two weeks" but the patient did not remember the exact date. It was stated that he was going up stairs carrying grocery bags too heavy to carry and stated he remembered he fell "on his face and was trying to catch his breath". It was stated that today, event with a full charge the implantable neurostimulator (ins) was not doing a lot. It was stated that waking up this morning it was on "it was the worst point ever". It was stated that he put the power strip on it, trying to get a little more power, but could barely feel his feet tingle. It was reported that the reason the patient has his ins and takes pain medication was for scar tissue, "blown l4 and 5 discs, and also another back disease which has not been proven but from x-rays it was called arachnoiditis". It was stated that the patient spent 80% of his day in bed. It was mentioned that he had (B)(6) and stated several times "I'm dying here"- it was "really really beating me, whopping me". It was reported that today his pain level was 9 on a scale of 1-10. It was stated that he usually kept it at a 5, and he had his stimulation turned up high but only got a little stimulation in his foot. The patient described lower back, tailbone, and foot pain. It was noted that the patient "didn't want the stimulator, I wanted them to go in there and chop the scar tissue" and stated that he did not want to be disfigured. It was noted that he went to "every single surgeon". It was noted that he thought he had another spot in his back "going bad". It was stated that the patient had a call into his hcp. The patient noted previously considering a device from another manufacturer. It was noted that the patient had slurred speech during the call.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).